Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted posterior mitral annular calcification and short posterior leaflet, p2p1 cleft, and a2 prolapse. The first clip was successfully deployed. Then a second clip delivery system (cds (B)(4)) was advanced to the mitral valve; however, during clip positioning, the anterior gripper was stuck in a vertical position and would not come down. Troubleshooting was performed, but failed. The cds was removed with the clip attached, and the procedure continued with a new cds. The replacement cds ((B)(4)) was advanced to the mitral valve, but the clip was could not grasp both leaflets. Therefore, the cds was removed with the clip attached and the procedure was aborted. One clip was implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.